Event description:
It was reported that on (B)(6) 2024, a ntw mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the tissue was very friable and hard to grasp. The leaflet fell off the clip during the first two grasps prior to/during closing. The ntw mitraclip was implanted, reducing mr to a grade of 1. It was noted that on transthoracic echocardiogram (tte) on (B)(6) 2024, single leaflet device attachment/slda was unnoticed but present. The patient was discharged home. On (B)(6) 2024, the patient returned to the hospital after a fall at home. The patient had nasal bone fracture and abdominal pain. The patient was admitted with rapid oxygen desaturation led to emergent intubation and aggressive therapy to stabilize acid-base status. The patient had severe metabolic acidosis, lactate, congestive heart failure, right ventricular dysfunction, pulmonary hypertension, mitral valve dysfunction, and acute hypoxemic respiratory failure. Tte on (B)(6)2024 showed the implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The detachment occurred on the posterior leaflet. Discussion with the family occurred and it was chosen that the patient would not have cardiopulmonary resuscitation. On (B)(6) 2025, the patient expired.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported single leaflet device attachment and difficult or delayed positioning associated with leaflet grasping are due to thin, friable and redundant posterior leaflet (patient conditions). A cause for the reported mitral valve insufficiency/regurgitation, dyspnea, heart failure/congestive heart failure, hypertension, hypoxia and death cannot be determined. However, mitral regurgitation, death, dyspnea, heart failure and hypertension are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital. Imaging showed the implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). On (B)(6) 2025, the patient expired.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.